Event description:
The customer was hospitalized for high bgs and dka. The customer was vomiting and bleeding. Troubleshooting was performed. The programming and bolus history were accurate. In addition, a lead screw test was completed and passed. Suggested customer to take manual injection per md protocol.